Manufacturer narrative:
(B)(4).

Event description:
Procedure: sigmoid resection. According to the reporter: the instrument closed normally. After one day, the patient had a dehiscence, so the surgeon had to make a colostomy for awhile. This has happened now the 4th time and always 1-2 days after.